Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing the mechanical damage of paddles, which was observed during preventive maintenance (pm). There was no reported patient involvement.